Manufacturer narrative:
Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Product and event verification: a review of the instrument log for the small grasping retractor 470318-10/n10190507-0089 associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2020 on system (B)(4) with 2 uses remaining. Image/video review: no image or video was provided. Intuitive surgical, inc. (Isi) received the small grasping retractor instrument associated with this complaint and completed investigation. Failure analysis (fa) confirmed the reported issue as the small grasping retractor instrument was found to have a broken pitch cable at the distal end. Fa noted the broken cable segment that contains the crimp was missing from the clevis and fa concluded the root cause of the failure is attributed to a component failure. This complaint is a reportable event due to the following: it was reported prior to starting a da vinci-assisted procedure the small grasping retractor was found to have a broken cable. There was no report of patient injury. The small grasping retractor instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Failure analysis (fa) completed the investigation and confirmed the reported issue as the small grasping retractor instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis of the small grasping retractor instrument and fa concluded the root cause of the failure is attributed to a component failure. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted procedure the small grasping retractor instrument was found to have a broken cable. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple attempts to obtain additional information from the customer concerning the reported event with no success.